Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "last week a 13 x 75 mm yellow cap tube was found, lot 2159263 fv 2023-05-31, with this notch on the edge, it is necessary to review this deviation."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was tube extenders with molding defects that can be used. The following information was provided by the initial reporter. The customer stated: "last week a 13 x 75 mm yellow cap tube was found, lot 2159263 fv 2023-05-31, with this notch on the edge, it is necessary to review this deviation."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but one customer photo was received for review and analysis. After review and analysis, bd is able to confirm the customers reported defect (molding defect). Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this is the only complaint received for this defect and batch number. This complaint has been confirmed for molding defect based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Bd had not received samples, but one customer photo was received for review and analysis. After review and analysis, bd is able to confirm the customers reported defect (molding defect) based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this is the only complaint received for this defect and batch number. This complaint has been confirmed for molding defect based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.